Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
During surgery on (B)(4) 2020 the humerus broke when the surgeon implanted the humeral stem humeris size 10. The surgeon has to consolidate the fracture and a revision surgeon should happened 6 weeks after the event in order to finish the implantation of the reversed shoulder prothesis.